Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the pump shut down due to normal battery depletion. The customer's blood glucose (bg) level was over 500 mg/dl. Customer was able to turn the pump on and delivered a correction bolus to address high bgs.